Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had fog free function error. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: the heater flex board of the insertion section was broken and therefore the heating function was not working properly. A root cause could not be identified. Based on the results of the investigation, the probable cause of the complaint was linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.